Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 16, 2024 and august 12, 2025 recorded the initial pacing impedance around 500 ohms, an increase to around 900 ohms in april 2025 and a decrease back to 500 ohms in july 2025. The analysis of the provided iegm episode no. 2637 from july 03, 2025 revealed artifacts on the rv channel, which led to oversensing as well as an inappropriate shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted and replaced due to oversensing with inappropriate therapy. The explanted lead was discarded.